Event description:
It was reported that this right atrial (ra) lead was explanted due to the patient did have a pericardial effusion and required a pericardial tap. This lead was out of service and replaced. The lead is not available for evaluation. No additional adverse patient effects were reported.